Event description:
(B)(4).

Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b braun (B)(4) (manufacturer). (B)(4). We rec'd one used introcan safety pur 18g, 1.3 x 32 mm - EU without packaging. The rec'd sample was subjected to a visual examination. In the as-received condition, the capillary was separated from the cannula and the safety clip was not activated on the tip of the cannula. Additionally, we detected a damaged clip at the sample. The safety clip was taken to a functional test (sliding the safety clip on the raw cannula). It was possible to slide the safety clip on the raw cannula but a proper fixing of the clip on the tip of the cannula was not possible. We have informed our mfg dept accordingly. A follow up report will be provided after the statement is available.